Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the surgeon was using the surgical pencil extender with the surgical [pencil in the abdomen during an open rectopexy. After several minutes the resident noticed burns and holes in the bowel. The surgical tech and surgeon inspected the surgical pencil and they both found a hole in the insulation. The hole in the insulation was deep enough that metal was being exposed on the extender resulting in burns and holes in the bowel.